Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and slight evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly and anchor tab were inside the delivery device tube. The seal was intact and extended outside the delivery tube. The blue slide lock was not engaged and the white plunger was not depressed on the delivery device. Based on the evaluation, the complaint for "failure to load" was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. An internal corrective action has been issued for this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii would not hold when pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.